Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to noise on the atrial channel and low p-waves. Recommended programming changes were made. The patient was fine after the event.